Manufacturer narrative:
Result: motion interrupt pan.

Event description:
It was reported by service report that the bed had a missing motion interrupt pan. No pt involvement or adverse consequences were reported.